Event description:
It was reported that the patient's right ventricular (rv) lead exhibited failure to capture. The rv lead was explanted. The right atrial (ra) lead was explanted as well for unknown reasons. The patient was stable.